Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 12 synergy¿ drug-eluting stent, the stent came into contact with the protection sheath and dislodged on the protection wire. The procedure was completed with a 4.0x12 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent protector was returned on the product mandrel with the stent protector over a portion of the stent, the inner diameter of stent protector was measured with pin gage and is within specification. There were several stent struts were stretched and bent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a several hypotube kinks. A visual and tactile examination found no issues with the tip profile or the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 12 synergy¿ drug-eluting stent, the stent came into contact with the protection sheath and dislodged on the protection wire. The procedure was completed with a 4.0x12 non-bsc stent. No patient complications were reported and the patient's status was good.